Event description:
Customer reports "the head came off and the thing that holds the head in place on the cable slipped while stripping vein." Note: the customer reported the device was from lot fv496 but returned new/unused vein strippers -6 of lot fv496 and 2 of lot hu549 - for evaluation.